Event description:
In 2006, the patient was implanted with gore excluder aaa endoprosthesis contralateral leg component for the treatment a right superficial artery aneurysm. In 2007, the patient was admitted with a pre-operative diagnosis that includes severe ischemia of the right lower extremity and a right superficial femoral artery aneurysm. The patient was taken to the operating room for a right limb salvage procedure and a right femoral-popliteal bypass procedure. During this procedure, the patient has noted to have an expanding hematoma in the right thigh over the site of the right superficial artery aneurysm. Upon opening the aneurysm, active bleeding was observed proximally, near the site where the device was positioned within the neck of the aneurysm. The device was explanted. The vessel was repaired surgically and hemostasis was achieved proximally and distally. The following day, the patient was identified with worsening ischemia of the right lower extremity, impending gangrene, and myocardial infarction. A right above-knee amputation was performed. The patient was returned to the intensive care unit in critical condition. As reported, the device did not cause or contribute to this event. The event was due to patient comorbidities.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease.